Event description:
It was reported that the user contacted support after hearing a beep from the ilet while it was on a charger and not actively charging; no alerts were present in notifications or alert history, and the paired cgm was providing readings, with glucose reported at 220 mg/dl trending down to 186 mg/dl without recent food intake or fingerstick confirmation. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical care, and no hospitalization. Investigation included customer service review of device notifications and alert history, confirmation of cgm pairing and real-time data, and user education on monitoring and follow-up. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction; the device appeared to be functioning with successful automated corrections as glucose declined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.